Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer also reported that she experienced low blood glucose. The customer mentioned that she had a car accident. The customer's blood glucose was 550 mg/dl at the time of the incident. The customer's blood glucose was 300 mg/dl at the time of call. The customer stated that her blood glucose dropped low as 30 mg/dl. The customer stated that she treated the high blood glucose with manual injections. The customer stated that she had ketones. The insulin pump will not be returned for analysis.